Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Blood glucose level was 168 mg/dl. Reportedly, the customer charged the pump successfully with an alternate cable and adapter.